Event description:
It was reported that a clinician has concerns that the spectrum pump does not detect IV infiltrations. No additional event information could be obtained from the initial reporter. There was no report of patient injury.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted. The spectrum infusion pump does not have the capability to detect infiltration events, and is communicated in the spectrum operators manual as "the pump was not designed nor is intended to detect infiltrations or extravasations."